Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider also states the battery meter on the joystick isn't giving an accurate reading and the caller will replace the joystick.

Manufacturer narrative:
Per the dealer's evaluation of the device the root cause was not a faulty gauge on the joystick but a technician¿s error in reading the error code from the joystick. The chair operated as designed and there was no malfunction. The dealer also failed to use invacare batteries in the device as stated per the owner's manual. Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the root cause was not a faulty gauge on the joystick but a technician's error in reading the error code from the joystick. The chair operated as designed and there was no malfunction.